Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this device declared end of life (eol) earlier than expected due to middle of life extended charge times. The device was explanted and replaced without incident.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing charge times greater than the extended mid-life eri charge time limit 26.1 seconds. No further analysis could be performed as this device is currently on legal hold due to pending litigation. If legal clearance is received the device will be analyzed and the event updated. As of today all available information indicates that this device remains in service. No additional information is available at this time. If additional information becomes available, the event will be reopened. This device is included in the (B)(6) 2005 and (B)(6) 2006 physician communicated advisory populations. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.